Event description:
The customer reported the unit displays back up battery not connected. The customer reported the device was not in use on a patient therefore there was no patient involvement or harm. The customers biomed technician confirmed the reported problem, evaluated the device and the found the back up battery failed testing. The biomed technician replaced the backup battery to address the reported problem. Proper care, maintenance and testing should be performed when using battery power sources